Manufacturer narrative:
Pr (B)(4) follow up: it was reported black particles were found in a syringe. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with a needle assembly and solution. There is a dark colored speck at the bottom of the syringe barrel. No other defects or imperfections were observed. A device history record review was completed for provided material number (B)(4), lot 3275904. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received. Materials#: 301031 batch#: 3275904. It was reported by the customer that black particles found inside the syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Complaint number : (B)(4). Created date: 05-31-24. Event date: 05-27-24. Product malfunction/failure mode : contamination. Product description summary : black particles found inside the syringe. Complaint quantity: 2 . Sample available : no. Resource component # bf301031~psprms mfg. Sku number: 301031 component name: syr,20ml,l/l,w/o shield,ns investigated component lot number: 3275904 was there an injury: no was there a death: no.

Event description:
Materials#: 301031 batch#: 3275904. It was reported by the customer that black particles found inside the syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Complaint number : (B)(4). Created date: 05-31-24. Event date: 05-27-24. Product malfunction/failure mode: contamination product description summary: black particles found inside the syringe. Complaint quantity: 2. Sample available: no. Presource component # bf301031~psprms mfg. Sku number: 301031. Component name: syr,20ml, l/l, w/o shield, ns investigated component lot number: 3275904. Was there an injury: no. Was there a death: no.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information received. Materials#: 301031; batch#: 3275904. It was reported by the customer that black particles found inside the syringe. Verbatim: rcc received a complaint via email. Complaint number : (B)(4); created date: (B)(6) 2024; event date: 05-27-2024; product malfunction/failure mode : contamination; product description summary: black particles found inside the syringe. Complaint quantity: (B)(4); sample available : no. Presource component # bf301031~psprms. Mfg. Sku number: 301031. Component name: syr,20ml,l/l,w/o shield,ns. Investigated component lot number: 3275904. Was there an injury: no. Was there a death: no.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported black particles were found in a syringe. To aid in the investigation, two samples with no packaging blisters and one photo was provided for evaluation by our quality team. A visual inspection was performed, and both samples have a black speck at the bottom of the syringe barrel. It was possible to remove the specks with an alcohol wipe confirming they are not embedded. It was determined the specks are residues of ink from the syringe barrel scale printing. The photo shows a syringe with a needle assembly and solution. There is a dark colored speck at the bottom of the syringe barrel. No other defects or imperfections were observed. This defect could occur during the syringe barrel scale marking process if the doctor blade was misadjusted after a jam. A device history record review was completed for provided material number 301031, lot 3275904. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe barrel scale printing process was performed. The settings, adjustment and alignments were correct. The flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.